Manufacturer narrative:
Tandem¿s pump user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the cartridge was changed supplies and insulin delivery was resumed. Customer's blood glucose ranged from approximately 141-169 mg/dl.